Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated and the scope communication error e216 was displayed. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon might be attributed to the malfunction of the ccd unit, the failure of the printed-circuit board in the video connector or some problem of another device in the system.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the error b40 which indicated the video system center was damaged was displayed. Even in combination with another video system center, the issue could not be resolved. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.